Event description:
Customer reports that during a pt procedure that did not require fluoro, the table stopped moving. After placing the pt in the trendelenburg position and then lowering the table back down flat, the customer could not get the table to move up or down, or float from side to side, top to bottom. Pt procedure was completed. Technologist was called into the room to help resolve the problem. The technologist rebooted the system, then could not get fluoro or table movement.

Manufacturer narrative:
Liebel flarsheim mfg report: field service engineer found these table and system functions not working; table elevate, lateral and long table top functions, image intensifier not moving, and no fluoro. No fluoro due to image intensifier and tube arm misalignment error which was due to the table motions not operating properly. Fse replaced the hydraulic motor and pump assembly and verified operation per hut IV installation and service manual. This unit had last pm in 2007. Other service since that time was to repair greenish tint on monitor, replace a cable, and to verify timer accuracy for physicist. All table motions and systems operating properly. Returned to full service by the customer.